Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that an anterior pelvic floor repair procedure (crescent incision used) performed on (B)(6)2010, using an uphold vaginal support system was completed successfully without issues. During a follow-up visit on (B)(6)2010, the physician discovered the patient's incision had reopened and a strong odor was present. The patient was transferred to the operating room to remove the dead tissue surrounding the open incision and irrigate the wound. The incision was left open to heal naturally. No mesh erosion was noted. The patient was prescribed premarin estrogen cream for the treatment of the open wound and was released from the hospital the following day. The physician currently has no plans to go back into the patient or perform additional medical interventions but will continue to monitor the patient. Currently, the patient is reportedly "doing well."